Event description:
It was reported that a polarity switch, 251 low impedance paces, no diaphragmatic stimulation present, and ventricular high rate episodes occurred. No further patient complications were reported as a result of this event. Edit (B)(6) 2010: correction: the patient did have diaphragmatic stimulation. Update: the device remains in use. It was further reported there was low impedance and oversensing. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the leads were both fractured and the patient did not need the device any longer. The leads were then capped and the device was removed. No replacement system was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Primary analysis results revealed no anomalies found. Added correction to event description to note patient was having diaphragmatic stimulation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a polarity switch, 251 low impedance paces, no diaphramatic stimulation present, and ventricular high rate episodes occured. No further patient complications were reported as a result of this event.

Event description:
It was reported that a polarity switch, 251 low impedance paces, no diaphragmatic stimulation present, and ventricular high rate episodes occurred. No further patient complications were reported as a result of this event. Edit (B)(6)-2010: correction: the patient did have diaphragmatic stimulation. Update: the device remains in use. It was further reported there was low impedance and oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: added correction to event description to note patient was having diaphragmatic stimulation.